Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the insulin pump alarmed compromised force sensor system. Customer blood glucose reading was normal. The drive support is normal. The alarm occurred while changing the reservoir. Customer stated insulin keep squirting out and could not rewinding and priming process. The insulin pump will be returning for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test due to compromised force sensor system alarm.